Event description:
It was reported that during patients regular follow up, interrogation showed patient had received inappropriate therapy for af, which was diagnosed by the device as svt. Physician elected not to make any programming changes and to increase patients medications. Patient to be monitored and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.